Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4 - UDI # - (B)(4). A g7 positioning guide rod, part # 110018822 from lot zb160801, was returned and evaluated against the complaint. Visual inspection confirmed the tip of the guide rod to be fractured. Wear rings were observed in 3 locations around the shaft. The tip of the fractured portion has been dinged and lightly deformed over repeated use. The threads of the guide rod are free of damage. Review of the device history records identified deviations or anomalies during manufacturing, the deviations or anomalies would not have attributed to the event. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a g7 positioning guide rod was fractured while being tightened. There was no patient involvement. Attempts have been made and additional information on the reported event is unavailable at this time.